Event description:
Patient underwent a bi-polar procedure in 2009. While at the rehabilitation center, his hip dislocated. He was transported to a medical center and x-rays were taken. They revealed a dislocation of the right hip. He went to surgery for a closed reduction that was not a success. They proceeded to perform an open reduction with revision of the right hip hemiarthroplasty utilizing a -3 neck length, 28mm head ball and a 58mm bipolar cup. X-rays were taken post-op and revealed good alignment of the bipolar with the bipolar cup and is well seeded within the acetabulum.